Event description:
It was reported that a patient was receiving a diprivan infusion via an unspecified pump, which was connected to the closest port to the IV bag on the primary set. The diprivan would back up to the drip chamber. It was reported that the nurse "kept emptying the drip chamber." There was no reported patient harm or adverse patient effect.